Manufacturer narrative:
Na.

Event description:
The customer received analyzer alarms and questionable ise indirect gen.2 results for one patient from the cobas 6000 c (501) module. The initial results were reported outside of the laboratory and were questioned by the physician. The sample was repeated on a cobas 4000 c (311) analyzer. The initial sodium result was 153 mmol/l. The repeat results were 137 and 136 mmol/l. The initial potassium result was 6.2 mmol/l. The repeat results were 3.9 and 3.9 mmol/l. The initial chloride result was 82.3 mmol/l. The repeat results were 105 and 104 mmol/l. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative determined the customer had just replaced the reference electrode. He had the customer run activator to coat the electrode with protein. The customer ran calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined.